Event description:
It was reported that the abutment screw fractured in the patient's mouth and was unable to be removed from the implant and therefore the implant had to be removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Manufacturing date of device is unknown.

Manufacturer narrative:
Zimvie complaint number (B)(4). One screw and one implant were returned for investigation. Visual evaluation of the as returned implant identified fractured screw inside implant and implant damage from the removal process. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. Pre-existing condition noted on the per was unknown bone density. The reported devices were in tooth location 26 (fdi) and were used for approximately 3 years, 9 months. X-ray & picture evaluation: the customer did not provide x-rays or images. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev j 08/2022); biomet 3i restorative products IFU (p-iis086gr rev f 10/2019); information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events'. Iunihg: DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Post market trend review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed as physical evaluation identified the fractured screw within the implant.

Event description:
No further event information is available at the time of this report.